Event description:
I had essure procedure (B)(6) and have developed a bad nickel allergy that started right after. Have been trying to figure out why I constantly have rashes on hands and face, and I have been avoiding dietary nickel as well as contact with nickel. Occurred to me recently that it must be internal, and symptoms started a month after essure. I also have pelvic pain when I ovulate and extremely heavy periods, which I did not have prior.